Manufacturer narrative:
(B)(4). UDI: (B)(4). Event occurred in (B)(6). Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile packaging had a crack in it. No additional information is available at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the inner cavity confirms there is a crack on one corner of the cavity. The crack can be felt by fingernail. DHR was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be due to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.